Event description:
Caller reported that freestyle readings were inconsistent with the symptoms manifested by the pt. The pt was lethargic and did not feel well but, readings from the freestyle were within a normal range. The pt was taken to the dr where the freestyle reading was 147 mg/dl compared to one touch ultra that read 40 mg/dl. Pt was treated with milk and honey.